Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, unintended high pacing lead impedance was observed on the newly implanted right ventricular lead. The lead was repositioned several times; however, the issue remained. Physician suspected that the issue was attributed to lead/tissue interface or lead malfunction. Also, multiple turns were required for the helix to be extended during repositioning the lead. Therefore, the physician elected to remove and replace the rv lead. The procedure was completed with no complications, and the lead was intentionally cut to retain venous access. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.